Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated on (B)(6) 2019 during pump replacement surgery, a catheter aspiration was attempted to prove patency. It was noted that the anchor was intact and fluid was obtained, but was sluggish and not free flow. Aspiration of the catheter showed a partial occlusion. The catheter was also able to move in the spine without resistance. The catheter was explanted/replaced (with another manufacture catheter) on (B)(6) 2019. The device diagnosis was catheter occlusion. The outcome of the event resolved without sequelae on (B)(6) 2019. The patient's weight was (B)(6) pounds. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was unlikely related. No further complications were reported/anticipated.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep). The system was returned to the manufacturer for analysis. The procedure report was provided from (B)(6) 2019. The patient's chief complaint was increased pain. The patient was scheduled for a cds (catheter dye study) and it was noted the patient's pump was nearing the end of its service life at this time. The catheter dye study was scheduled to ensure the integrity and functionality of the intrathecal opioid pump. The needle was placed in the catheter port without difficulty. Approximately 2 ml of clear fluid was aspirated from the catheter access port and discarded. Then 6 ml of omnipaque 240 mg/ml was injected into the catheter access port, and the pump and catheter system were visualized in multiple angles. The myelogram interpretation indicated the following: the catheter was followed from the pump to spine and no leaks were seen. Contrast could be seen exiting the intrathecal catheter tip at the t5 level. Contrast filled the intrathecal space at the catheter tip and then dispersed freely without restriction. Contrast moved both cephalad and caudad from the injection point. There was no obstruction to contrast flow. The results were provided as follows: this was a normal catheter dye study and the pump system was intact and functional. The healthcare provider planned to continue pump medication management as documented. The patient's pump was electronically analyzed and programmed to deliver a single priming bolus of 0.9234 mcg of p/f (preservative free) fentanyl over 20 minutes to fill the implanted intrathecal catheter. The images were provided (as described above). The patient's pre-operative and post-operative diagnosis included post-laminectomy syndrome, not elsewhere specified.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The evaluation codes have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report due to the legal status of this event. A follow-up report will be submitted if analysis is completed. The evaluation code-conclusion has been updated to 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8709sc, lot/serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the catheter replacement occurred on (B)(6) 2019. The rep was currently in possession of the explanted catheter and planned to return the device to the manufacturer. It was unknown if replacing the catheter resolved the lack of therapy and neck pain. Regarding what caused the lack of therapy and neck pain, the rep stated "maybe some catheter migration." It was indicated the information provided had been confirmed with the physician/account.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, lot/serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; ubd: 04-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving 1539 mcg/ml of fenta nyl at 800 mcg/day, 20 mg/ml of bupivacaine at 10.4 mg/day, and 3 mg/ml of morphine at 1.55 mg/day via an implantable pump. The indication for use was not provided. The patient reported that their therapy was not working for them. The patient reported they now had neck pain as well. It was indicated the symptom was sudden. The onset of the issue was provided as (B)(6) 2018. A pre-surgery dye study was performed to verify the catheter and it was normal. The physician replaced the patient's catheter with a different manufacturer's catheter and connected it to the patient's pump. The physician accommodated the catheter to address the patient's neck pain issue. No further issues or complications were reported or anticipated.